Event description:
The event involved a plum a+ infusion pump that was reported to have over delivered during patient infusion. The patient expired. The customer stated that administration of intravenous morphine was started with data in programming at 1 mg/hr (dose to infuse prepared was 100 mg of morphine in 100 ml of saline) of the medication at 19:30 pm, which according to the schedule should last 24 hrs. At 20:40 pm, the pump warned that a full dose of the medication was administered. The nurse supervisor stated that the pump was always connected to the electrical network and with a charged battery. The customer stated that the patient died due to his stage IV (terminal) lung cancer. When the event was noticed, the medical resident was notified and gave half an ampoule of intravenous naloxone (0.2 mg/0.5 ml), which reversed the effect of the morphine. The patient was kept under observation and expired on (B)(6), 2024. The last pump preventative maintenance was 25-aug-2021.

Manufacturer narrative:
The device was received for evaluation and findings are as follows: - device performed a visual inspection of labels, covers, front panel, power cable. No visual problems were found. - date of the device and local date: the date and time of the equipment is checked: time on the equipment 09:45 hours, local time 11:35 hours (chile), finding that the equipment had a difference of less than 1 hour with 50 minutes. - interpretation of the event history: based on what is described in the complaint, the events history are downloaded from the device and attached to the service request. The events were reviewed finding a star infusion in the events number 70 related to the date reported by the customer: medication: morphine; date: (B)(6), 2023; time: 17:50; channel: a; drug concentration: 1.0 mg; diluent: 98 ml; dose: 1 mg/hr; volume to infuse: 98 ml; infusion rate: 98 ml/hr; duration: 1 hour; end of infusion: date: (B)(6), 2023; end time: 18:50; total volume infused: 98 ml; total infusion time: 1 hour. - analysis, summary and conclusions of the event history: according to the events found and based on what was reported by the client, the device passed the scheduled infusion in 1 hour and not in the 24 hours that they mention it should have passed. For a 24-hour infusion, the dose value should have been 0.042 mg/hr. - customer protocol tests: infusion programming was performed for 24 hours with a dose of 0.042 mg/hr. Start of infusion: medication: morphine; date: (B)(6), 2024; time: 15:07; channel: a; drug concentration: 1.0 mg; diluent: 100 ml; dose: 0.042 mg/hr; volume to infuse: 100 ml ;infusion rate: 100 ml/hr; duration: 24 hours; end of infusion: date: (B)(6), 2024; end time: 15:06; total volume infused: 100 ml; total infusion time: 24 hours - conclusion customer protocol test: it is concluded that at the time of programming and subsequent infusion on (B)(6), 2024 15:07, the device began and on (B)(6), 2024 the programmed 100 ml. It is concluded that the device worked for 24 hours, delivering 100 ml/hr what was programmed without problems, with a dose of 0.042 mg/hr. - conclusion of the device history review (DHR): no defects were found at the time of manufacture the DHR was attached in the service request. - review of service history performed: according to the customer's comment regarding preventive maintenance on august 28, 2021, the functional tests passed. As of the date of the event that occurred, 2 years and 4 months have passed since the last preventive maintenance. The preventive maintenance service is already being carried out for the current year. - probable cause: when reviewing the events, it is concluded that there was a scheduling problem, since based on what was reported by the client, the schedule should have been 24 hours and not 1 hour. It is concluded that there was a user programming error, because the values found in the history did not allow a 24-hour infusion.